Event description:
During cataract surgery the surgeon was attempting to implant the intraocular lens (iol) into the sulcus, he was unsuccessful due to the patient's ocular hypotony. A vitrectomy, lensectomy and retinal detachment repair were completed. The lens was removed with the optic intact and the haptics separately. The surgeon reported the lens neither caused or contributed to the event nor caused or contributed to a serious injury.

Manufacturer narrative:
The iol was received and inspected under illuminated 10x magnification. The results show an optic cut near the edge and 2 detached haptics. Lens met all specifications prior to release to the market. The surgeon stated the lens did not malfunction nor cause or contribute to a serious injury. This event was associated with the patient's eye anatomy/hypotony. All information available is included in this report.